Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the rca. Approximately 19 months post procedure patient suffered from a pulmonary embolism. The event was treated with medication. Patient has not recovered.